Event description:
It was reported that the pt had his pump refilled on (B) (6) 2009; all of the medication was withdrawn and accounted for. Two days later, the pump began beeping 4 times/day. The pt experienced increased pain, dizziness, chills, diarrhea, nausea, vomiting, hallucinations, and when he was driving, it felt like the road was moving when the car was not moving. The physician attributed the event to the pump and planned to replace it. The pt outcome was reported as "non-serious injury/illness". The medication being delivered via the device system was morphine.

Manufacturer narrative:
(B) (4)